Event description:
It was reported that pin guides pushed through when inserting pins.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was returned for analysis. Physical evaluation of the product was able to confirm the complaint. The pin guides have disassociated from the instrument and were not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> a search of the depuy nonconformance (nc) quality system found nc¿s associated with this product/lot combination and failure mode, working on design improvements. To see the details, please refer to nc# (B)(4). Device history review ==> a search of the depuy nonconformance (nc) quality system found nc¿s associated with this product/lot combination and failure mode, working on design improvements. To see the details, please refer to nc# (B)(4).